Event description:
N/a.

Manufacturer narrative:
Xenon light source (00mlx) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined. The issue of the fan not working may be the result of dust buildup. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the xenon lightsource (00mlx) was becoming very hot. It was suspected that the fan was not working. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.